Event description:
It was reported to medtronic minimed that the experienced hypoglycemia and cnoticed a significant discrepancy between the sensor glucose and blood glucose values, change sensor alert, sensor updating alert. The hypoglycemia was treated with apple juice intake. The event involved product unomedical, mmt-7040b, mmt-1884, mmt-342g. Troubleshooting was performed for difference between glucose values. Customer reported sensor glucose value was 120 mg/dl and blood glucose value was 62 mg/dl. The customer reported that the value difference was not within target range. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return was required for unomedical, mmt-7040b, mmt-1884, mmt-342g.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.